Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
During procedure, stylet insertion issue was also noted.

Event description:
It was reported that the physician tried to position the lead in the atrium several times and the lead keep on dislodging. Helix issue was noted. Lead was not used and procedure was completed using another lead. Patient¿s condition was stable before, during and after the procedure.